Manufacturer narrative:
The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous, which indicates that fracture was torsional in nature, likely resulting from the application of excessive force. A material failure couldn't be detected.

Event description:
On (B)(6) 2016 it was reported to 3m espe that a 3m espe mdi one piece implant o-ball abutment 2.9mm x 10mm (mii-ob10) implant broke during implantation in the lower jaw and the apical fragment was removed in an additional surgery on the same day. The fragment was removed with a hollow cutter without any complications.